Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe would not fit into the cannula. The laser probe was exchanged to complete the surgery. There was no patient harm.

Manufacturer narrative:
The customer reported that the 25 gauge laser probe was unable to be inserted into the 25g trocar during surgery. The customer attempted to insert the probe into another trocar, but was unable to. The customer then opened another laser probe from the same lot and was unable to insert the probe into the trocar. The customer was able to complete the surgery by opening a third probe from a different lot. There was no patient impact. Three 25 gauge laser probes were received for evaluation. Two were opened paks and one was unopened. A visual assessment of the returned samples revealed one of the opened probes had a significantly bent cannula tip and therefore functional testing could not be conducted on the sample. The two remaining samples revealed no obvious nonconformity. The first opened was physically damaged and could not be functionally tested. The second opened 25 gauge laser probe was inserted through a 25g trocar and there was resistance felt at the tip of the cannula. The tip was then observed under a microscope and there was a nonconformity observed at the point where resistance was felt. The cannula outer diameter was then measured and found to meet specifications. The third unopened 25 gauge laser probe was inserted through a 25g trocar and there was no resistance felt. The reported event was confirmed as there was resistance felt when inserting the second opened sample through a 25g trocar. A nonconformity was observed on the cannula tip, however, the outer diameter of the tip was found to meet specifications. The third unopened sample was able to be inserted into a 25g trocar without any resistance. The 25 gauge laser probe was manufactured on february 14, 2017. There were 186 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this 25 gauge laser probe lot number. Although the reported event was confirmed and a contributing factor was identified, the root cause of the reported event was unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).